Event description:
The patient reported that their therapy had not been giving them relief during the night for several weeks prior to the report. It was also reported that for the last five days prior to the report, they were getting a "shocking" feeling when they would run their hand around the incision site. The patient wanted to shut off the implant to stop the shocking. It was indicated that the patient turned off the therapy yesterday, but was still getting shocking. The patient stated that they were set at 3.9v on program 3. Additional information received indicated that the major shocking had stopped, but they still got a slight "twing" like a sting/tingling sensation occasionally. They still did not have relief at night as far as leakage. The patient mentioned that they turned the system off, decreased the stimulation to 0.0v, to try to resolve the issues. It was noted that the patient did not know what led to the issues, as they reported no changes had occurred. It was noted that the patient had severe lung surgery on (B)(6) 2016. Further information included that the patient had an x-ray taken that showed the device/leads were in the correct location. The healthcare professional told the patient that they may need to remove the device. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.